Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance measurement of 11 ohms. Boston scientific technical services (ts) was consulted and advised to have the patient come into the clinic for further assessment. The system remains in service. No adverse patient effects were reported.